Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. The customers blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.